Manufacturer narrative:
(B) (4).

Event description:
A volume discrepancy was reported. The actual residual volume of 18ml was greater than the expected residual volume of 2.6ml. There was no therapy or medical problem and no alarms were heard. The medication being delivered via the device system was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.